Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient was experiencing painful "stinging" stimulation in the neck that would cause headaches. The patient was referred for a surgical consult for the painful stimulation, but surgery is not planned at this time. The vns diagnostics history is reported to be currently a dcdc code = 0, indicating low impedance. As the low impedance is occurring in conjunction with the painful stimulation, a short circuit condition of the lead may be occurring. Review of previous vns diagnostics history shows a dcdc code = 3 in 2007. As this has currently dropped to a dcdc code = 0, a short circuit condition is suspected. Attempts for additional information are in progress.

Event description:
Analysis of the vns generator was completed. No anomalies were noted, and the generator performed per specifications. The generator was not at end of service.

Event description:
Reporter indicated to the manufacturer that it is unknown on which vns diagnostics test the high lead impedance was obtained (systems or normal mode diagnostics). The patient had no known trauma and does not manipulate the vns. X-rays were not performed.

Event description:
Reporter indicated the patient was seen in clinic on (B)(6) 2012. Systems and normal mode diagnostics were within normal limits. The patient's painful stimulation in the neck resolved with a decrease in the output current from 1.25ma to 1.0ma. In addition, the patient has voice alteration with stimulation, indicating the intended therapy is likely being delivered. No surgery to replace the vns generator or lead is planned at this time; the family may wish to replace the generator later this year.

Event description:
All further attempts to the reporter for additional information have been unsuccessful to date. Per the patient's caregiver, the patient is to have additional vns diagnostics testing performed before seeing the surgeon again, but this has not occurred to date. In addition, the patient had seen a new neurologist in (B)(6) 2011. Lamictal medication was increased and the vns settings were changed, which resolved the painful vns stimulation and pain. It is still unknown if the dcdc = 0 result originally reported was received on a systems or normal mode diagnostics test. No surgery date has been scheduled to date.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012. An implant card was also received to the manufacturer indicating diagnostics with the new vns generator and resident lead were within normal limits. The generator was returned on (B)(6) 2012 and product analysis is pending.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.